Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer amulet delivery sheath to treat a left atrial appendage occlusion (laao). The patient's activated clotting time (act) level was 360 sec. During implant it was suspected that there was a fiber-like device-related thrombus on the device under transesophageal echocardiography (tee). Both the occluder and delivery sheath were removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder and 12f amplatzer amulet delivery sheath. The patient status was stable.

Manufacturer narrative:
It was reported that fiber-like device-related thrombus on the device was suspected on transesophageal echocardiography (tee) during implant. Both the occluder and delivery sheath were removed from the patient and replaced with a new devices. Information from field indicated that the patient's activated clotting time level was 360 sec. Field also indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient's international normalized ratio closest to the time of the reported thrombus was not known. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The patient status was reported as stable. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.